Event description:
It was reported that during laparoscopic total hysterectomy, the tissue pad started to come off halfway through the procedure. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.